Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection revealed there were no obvious anomaly, such as a break, in the appearance. The actual sample was rinsed, built into a circuit with tubes and circulated with saline solution. The saline solution leaked at a section on the gas outlet port side. The oxygenator module, after the housing and heat exchanger module having been removed from it, was inspected with the naked eye and then under magnification. A leak channel was found to have been generated along the fibers between the fibers and the potted urethane resin. Some air bubbles were found to have been generated around the leak channel, embedded in the potted urethane resin. CT inspection of the section around the leak channel revealed that, in addition to the voids created by the air bubbles embedded in the potted urethane resin, there were some voids which seemed to have been generated due to the potted urethane resin having been slightly separated from the fibers. A current product sample of the involved product code was found to have air bubbles embedded in the potted urethane resin at the same location as that of the actual sample where the leak had occurred. This section is known to be the location where air bubbles are prone to be caught and embedded in the urethane resin during the potting process. The amount of the air bubbles found on the actual sample were confirmed to be within manufacturing specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation findings, the leak at the gas port of the actual sample reported by the involved customer is most likely to be due to the leak channel generated between the fibers and potted urethane resin found during the complaint inspection. As a cause of the generation of the leak channel between the fibers and the potted urethane resin, it is likely that the actual sample was exposed to some excessive shock force, when the air bubbles embedded along the fibers by coincidence contributed to the potted urethane resin's separation from the fibers. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product release decision control sheet of the involved product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that there was a water leak at the gas port of the involved capiox oxygenator. There was no delay due to the event, the problem occurred during priming with bagged blood. The product was changed out, and the surgery was successfully completed. There was no blood loss.